Event description:
Pt was treated at hosp for hyperglycemia. Reporter states that pt was seen at hosp last month. Reporter states pump working fine. User error likely caused event. Pump not returned for eval.